Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty removing the cartridge from the pump. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.